Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Eighty four representative samples were returned for analysis. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that when pulling the suture through the tissue, the suture detached from the needle. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: cm-813 cm-813 biosyn* 1 vio 75cm gs21 x36 - (lot#d5e4035y); cm-813 cm-813 biosyn* 1 vio 75cm gs21 x36 - (lot#d5e4035y); cm-813 cm-813 biosyn* 1 vio 75cm gs21 x36 - (lot#d5e4035y); cm-813 cm-813 biosyn* 1 vio 75cm gs21 x36 - (lot#d5e4035y); cm-813 cm-813 biosyn* 1 vio 75cm gs21 x36 - (lot#d5e4035y); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a cesarian section, while suturing, when pulling the suture through the tissue, the suture detached from the needle. A total of six sutures had the same issue. There was no patient injury.